Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a pump stop due to full battery depletion was confirmed via the submitted log files. The submitted controller event log file contained events spanning from 07sep2025 - 19sep2025, as well as on the default timestamp date of 01jan2000. Review of data from the reported event date of 19sep2025 showed that the patient was connected to external battery power when low power advisory alarms activated at 04:21:07, followed by the activation of low power hazard alarms at 07:10:45. The external 14 volt batteries then became fully depleted, resulting in no external power alarms beginning at 07:49:08. The system operated on the controller¿s internal backup battery (ebb) until the pump ultimately stopped at 10:11:16 due to full depletion of the ebb. When the system controller was re-connected to fully charged batteries, the timeclock subsequently reset to the default timestamp, indicating that there had been a total loss of power to the controller. The pump ramped up to the stored patient speed and resumed operation without issue. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed before and after the pump stop event. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. Provided information indicated that the patient's dead batteries were changed in the emergency department (ed), and the pump restarted sometime between 12:00:00 - 13:30:00 on 20sep2025 based on calls received from the ed. The controller clock was reset in clinic on 21sep2025. The root cause of the observed alarms and pump stop was determined to be full depletion of the external batteries as well as the controller¿s internal backup battery. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms (including no external power, pump off, and controller clock not set alarms), and explain how to troubleshoot the system controller. Section 3 of the IFU, ¿powering the system¿, and section 3 of the patient handbook, ¿powering the system¿, explain that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Section 3 of the IFU also states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Section 2 of the IFU, ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that was found in an altered mental status by a family member. The patient was last known well three days prior to the event and 911 was called immediately. The patient was taken to the emergency department (ed) where it was found that the patient's left ventricular assist device (lvad) was off with dead batteries. The ed physician changed the batteries prior to calling the vad team and the pump restarted. The patient was found to be positive for cocaine in the ed and was ongoing respiratory distress with subsequent intubation in ed. The patient was transferred to the congestive cardiac unit and computed tomography (CT) of the head showed indeterminate hypodensity in the left parietal lobe. Upon initial interrogation, it appeared that the pump was off on (B)(6) 2025 at 10:11am with no flow, no speed, and very limited power. The emergency backup battery (ebb) then died. The system controller clock was reset in clinic, and the pump was restarted sometime between 12pm and 1:30 pm on (B)(6) 2025 based on called from the ed department. Log files were submitted for further review and captured system controller clock corrupt events on (B)(6) 2025. It was noted that low power alarms occurred as intended but were not responded to. The ebb operated as intended once the 14 volt batteries were drained. A total loss of power occurred on (B)(6) 2025 at 10:11:16 which led to the pump stop. The amount of time the pump was off cannot be determined because the system controller¿s clock was not operating. Once power was restored the pump returned to operating at the set speed.

Manufacturer narrative:
A4 - patient weight not yet provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.